Event description:
It was reported that during a da vinci-assisted duodenal polypectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) called in to report that the site encountered error 26002 and was resolved after they power cycled the system three times. The 26002 error occurred again during the call with technical support. The site performed another system power cycle to eliminate the 26002 error. The isi technical support engineer (tse) noted that the issue had occurred previously, and an isi field service engineer (fse) had already suggested to replace universal surgical manipulator (usm) 4. The tse informed the site that the 26002 error might occur again and would cause an issue with usm 4. The site continued with the procedure. There was no reported injury. Isi performed follow-up and obtained the following additional information regarding the reported event: the site disabled usm 4 and completed the procedure successfully with the remaining usms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) investigation was completed. The fse noted that the 26002 error also occurred last week. The fse went to the customer site to perform troubleshooting. The fse powered on the system in normal mode and rebooted several times without any issues. The fse reviewed the system log and found errors 64 and 40084 pointing to an issue with universal surgical manipulator (usm) 4 during troubleshooting. The fse suggested to replace usm 4 to avoid future problems. However, the site declined service. A review of the procedure log with the information provided resulted in no additional information. A review of the site's system logs for the reported procedure date was conducted by the fse. The fse identified several errors pointing to an issue with the communication link in usm 4 axes controller spar (acs). System log review was performed. Per the review, the following was confirmed: a duodenal polypectomy procedure was performed on system sk4268 on 25-july-2022. A review of the site's complaint history showed a similar issue with the system occurred during another procedure identified under patient identifier (B)(6). No images or video were submitted for review. This complaint is being reported due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported failures (errors 26002, 23137, and 40084 on the insertion). The usm was tested on an in house system and passed in normal mode. The system did not trigger errors 23002, 23137 or 40084, but they were confirmed via the system logs on the insertion. Visual inspection found surface contamination on the spar, tornado switch, and insertion clutch switch. The usm was tested on a psc (patient side cart) fixture test platform (pftp) and passed all tests that were performed. The usm internal parts would be replaced as a fix to the reported problem.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator (usm) 4 to resolve the reported problem. The system was tested and verified as ready for use. Isi has received usm 4 for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following completion of the evaluation.

Event description:
Refer to h10/h11 for follow-up information.